Event description:
Report received from the USA stating that the device was "running hot" during testing. The event was not related to surgery. There were no injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and was found to be defective. Evidence indicates that this is due to immersion during cleaning. The event was confirmed. If additional information is received, a supplemental report will be sent.